Event description:
This pump allowed free flow of a concentrated heparin drip to infuse into the patient. The pump was sequestered and while sequestered the door assembly spontaneously broke away from the body of the pump - not at the hinges - but the actual assembly broke the plastic body of the pump.